Event description:
On (B)(6) 2013, patient contacted animas, alleging that the display is blank. Patient stated that the display stayed blank when the keypad buttons were pressed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/30/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation was unable to duplicate the alleged blank display complaint. The device powered up to a fully functional verify screen with no fading or discoloration. Upon opening the pump casing, no damage was found with the display screen or the display flex connector.